Event description:
Pt had a laparoscopic cholectomy using ethicon ligamax endoclip applier. Pt had endoscopic retrograde cholangiopancreatogram that showed at bile leak at the cystic stump. Per the md the clips were in place at the cystic stump, however there was bile leaking at the clip's sites. Surgeon used another product for closure.